Event description:
The customer reported that a failure to alarm occurred on the central station which resulted in a patient needing to be resuscitated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a ventricular tachycardia (vtach) alarm failed to alarm on the central station which resulted in a patient needing to be resuscitated. The device did not contribute to the event. There was no delay in treatment.